Event description:
Reported as "persistent helium loss 2 alarms." It was reported that "[the clinician] called the hotline for assistance with persistent helium loss 2 alarms. There is no blood noted in the tubing, patient is in nsr, autopilot mode, first alarm was 30 minutes ago, and are now occurring approximately every 1-2 minutes. All connections appear to be intact. Alarm strip shows no noted kinks. Leak test was performed via facetime, pump failed the leak test. Pump was exchanged and no alarms occurred on the second pump." Additional information states that there was "no patient injury or consequence" and the patients current condition is "fine."

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a pcs assembly. Visual inspection of the pcs assembly was performed and no abnormality was noted. The photo showed an iabp recorder strip with a helium loss 2 alarm, which is consistent with the reported complaint. All valves were individually tested by powering them on and off using an external power supply, and all valves functioned as intended. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump was powered on, and pumping was initiated. The purge cycle was performed multiple times and no alarms or errors occurred. The leak test was performed and passed both source side and patient side. The pump was then left to run for over 60 minutes and no alarms or errors occurred. Visual inspection of the pcs assembly internal hardware was performed, and no abnormality was noted. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "persistent helium loss 2 alarms" was confirmed by the field service engineer; however, the returned pcs assembly passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "persistent helium loss 2 alarms". It was reported that "[the clinician] called the hotline for assistance with persistent helium loss 2 alarms. There is no blood noted in the tubing, patient is in nsr, autopilot mode, first alarm was 30 minutes ago and are now occurring approximately every 1-2 minutes. All connections appear to be intact. Alarm strip shows no noted kinks. Leak test was performed via facetime, pump failed the leak test. Pump was exchanged and no alarms occurred on the second pump". Additional information states that there was "no patient injury or consequence" and the patient's current condition is "fine".